Manufacturer narrative:
H2) additional information: b5 has been updated with additional information h3) the software investigation found that the software functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the issue was related to the hospital's CT scanner, not the navigation system

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: pn: 9733763, sw version: (B)(4). Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that during an omaya reservoir placement using a two day old CT exam, the surgeon felt inaccurate by 2mm medially. Registration failed 2 times, the first time the trace was not done on the nose, only the skull was traced. A foreign object was across patients nose on the scan. The second time part of nose was traced. The third time they did a normal trace and the registration passed. The catheter was placed 2mm medial to the plan but was still in the ventricle. There was no delay to the procedure. There was no reported impact on the patient's outcome.

Manufacturer narrative:
Patient information provided. Patient weight unavailable. Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the surgery was actually delayed by 10 minutes.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.